Event description:
Event determined to be reportable based on device analysis approved 12/05/2008: it was reported that during an unspecified procedure, the shaft of the 15mm x 18mm extractor rx retrieval balloon was "not hard enough" to be able to be inserted into the target lesion. The device was removed and another of the same device was used to complete the procedure. No pt injuries or complications were reported. The pt's status is reported as "good". Device analysis revealed shaft kinks.

Manufacturer narrative:
Visual examination of the returned device noted that the device was returned without the guide wire. The catheter shaft was inspected for cosmetic defects and a series of kinks were found at 138cm, 143.5cm and 144cm from the distal tip. The balloon remained inflated without issue. There were no other defects found. A 0.035 in guide wire was loaded through the catheter and resistance was met at 138cm, where the first of the three kinks was present on the catheter. No other defects were found. The device history record (DHR) review confirms that this device met all material, assembly and performance specifications. The root cause can be attributed to operational context due to the kinking of the shaft from resistance encountered during use.